Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
The customer reports that when inserting the first anchor to the meniscus, the needle mismatched from the gun and retained blocked into the meniscus. The surgeon made an incision to remove the needle. Another device from another manufacturer was used to make the meniscal suture.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available. Associated medwatch: 1221934-2018-52879.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available. Associated medwatch: 1221934-2018-52879.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The manufacturer contact name has been updated as (B)(6). Contact phone number and email address have been updated accordingly. Additional information: the expiration date was documented as unknown in the initial report and has been updated as 10/31/2020; therefore, UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The investigation was inadvertently missed in the previous report. The complaint device was received and inspected. The complaint cannot be confirmed. The device was inspected for any gross visual defects and none were observed. A new product development (npd) engineer was consulted for further insight into the reported failure. The npd engineer indicated that this type of failure is typically caused by the needle used with the device becoming deformed, therefore causing it to fall off the distal tip of the device. The npd engineer also confirmed that there were no defects with the gun, and it would not have contributed to the needle falling off the device. Therefore, it is more likely that the failure was caused by the needle becoming defective. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.